Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry eyes and sinus issues. Medical intervention in the form of steroids and eye drops as a remedy was alleged. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.